Manufacturer narrative:
K and cl qc prior to the event was high but came into range upon repeat and patients were run. Qc after the event was within the lab's established ranges. Na qc was high after the event. Co2 qc did not show performance issues. A field service engineer (fse) performed ise modification protocol and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 600 pro synchron clinical system generated false high sodium (na), potassium (k), chloride (cl) and co2 results for 2 patient samples. Results were not reported outside of the laboratory. The samples were rerun on an alternate instrument and those results were reported. There was no affect to patient treatment with regard to this event.